Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing lot number and UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the passive planar probe was damaged. There was no patient present when this issue was identified.